Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID d314trg, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6). Product ID 694765, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.